Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl. The paramedics and contact assisted the customer by administering a glucagon pen and intravenous (IV) drip. Reportedly, a bolus was 20 units was delivered while the customer was asleep; however, the customer was unsure of how it had been delivered. Review of the pump data logs verified that the pump screen had been unlocked several times prior to the entry of the bolus request which had been manually entered. The customer acknowledged having subconsciously entered the bolus request. Tandem technical support educated the customer regarding the feature lock settings.

Manufacturer narrative:
(Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.")